Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072610; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072445; product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4), batch: 7005780.

Event description:
It was reported that the patient experienced discomfort and new pain at her spinal cord stimulator (scs) implantable pulse generator (ipg) site due to her fibromyalgia. The patient required a MRI and her current scs system is not compatible. As a result, the patient underwent an explant procedure and the entire scs system was explanted. The patient is doing well postoperatively. The explanted items will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072610; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072445; product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 7005780.

Event description:
It was reported that the patient experienced discomfort and new pain at her spinal cord stimulator (scs) implantable pulse generator (ipg) site due to her fibromyalgia. The patient required a MRI and her current scs system is not compatible. As a result, the patient underwent an explant procedure and the entire scs system was explanted. The patient is doing well postoperatively. The explanted items will not be returned as they were disposed of by the medical facility.